Event description:
It was reported by the customer that a pyxis medstation es system station was stuck in bluescreen. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station was stuck in blue screen. A technical support specialist knowledge article 000016728 "how-to - recover / repair a corrupted dsclientoltp database" and performed full synchronization to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.